Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 90mg/dl. The caller stated that the device was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.